Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens of diopter -15.0/+2.5/071 into the patient's right eye (od) on (B)(6) 2023. Within the initial surgery the lens was removed and replaced intra-operatively for a shorter length lens due to excessive vault. Significant reduction of irido-corneal angles was also noted. The problem was resolved. Cause of event reported as unknown.

Manufacturer narrative:
H6 - health effect clinical code 4581: significant reduction of irido-coneal angels. Claim# (B)(4).